Event description:
It was reported that during the pre-discharge check, the patient's right atrial (ra) lead exhibited an intermittent undersensing. Programming changes were made, and the patient remained clinically stable.